Event description:
It is alleged that the patient received a cook tulip filter on (B)(6) 2016. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01124.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to deep vein thrombosis in the left common femoral vein. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it¿ as well as physical limitations. Patient also had a stent placed (B)(6) 2016 for a heart attack ¿ no other details available. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿positive for caval perforation. Total number of prongs perforated.¿ ¿maximum distance prongs perforated cava.¿ ¿coronal images 4 degree tilt left to right.¿